Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 500 mg/dl and bolus wizard was suggesting a low amount of insulin to treat. Customer was advised that the amount of insulin suggested was due to the amount of active insuline. Customer was advised to treate high blood glucose with the amount of insulin suggested by bolus wizard and to call back should issue persist.